Event description:
It was reported that the customer's attempted to use the bolus wizard, and it did not show the carbohydrates or insulin, but it did show the blood glucose. Troubleshooting was performed. Ran a manual test of 1.0 unit. The customer's blood glucose was fine. It was stated that the bolus history revealed 20.0 units, which he did not deliver. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.